Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had damaged screen. No patient involved. Per additional information received from the customer on 6-oct-2017, the information that was displayed was illegible with no physical damage.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of displayed was illegible with no physical damage. The unit was triaged and the reported issue was confirmed. The front case was damaged. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.